Event description:
It was reported that the right atrial (ra) lead was explanted due to noise. There was perforation during the procedure thus surgical intervention was required. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).